Event description:
It was reported: right hemicolectomy. Ntlc75 was used, two reloads, fired on blue setting. Leak occurred along staple line, 2/3rds down, side-to-side staple line towards the crotch suture. Patient had prolonged hospital stay, reoperation on (B)(6) 2022 with a peritoneal lavage direct repair and omental patch repair of ileocolic anastomosis. Admission to ICU following reoperation. PICC line and tpn and long course of antibiotics. Patient has now been discharged from hospital and is doing ok. There was no delay to the procedure.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Cancer. What anatomical structures was the device fired on? Colon (right hemicolectomy). Were other stapling or suturing devices used when creating the anastomosis? No other stapling devices used. Was the device difficult to fire? No more than usual. What was observed at the site of the leak? Healthy bowel, good blood supply, leaking along staple line. Were there any issues noted with staple formation at any point throughout the care of the patient? No issues at time of firing. Please provide lot number of the device- no lot number available. Device disposed of on day of surgery. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.